Event description:
The customer reported a possible pacing failure. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported a possible pacing failure. There was no report of negative pt impact. The device was being used to pace a pt. A nurse reported this possible issue because she did not see a muscular response on the pt's chest when pacing pulses were being delivered. There were no ECG strips or event summary available for review. The device was evaluated by philips locally and the reported symptom could not be reproduced. The defibrillator passed all performance verification testing. Note that the presence or absence of muscular response is not a reliable indicator of the delivery of therapy (hsxl instructions for use page 1-4). After passing all required testing the device was returned to the customer. There is no info that supports that the device did not meet product specifications during this event. We are unable to determine the cause of the reported symptom as it could not be reproduced.